Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle stabbed through the package. This was discovered before use. The following information was provided by the initial reporter: user stabbing accident on needle through package.

Manufacturer narrative:
Investigation summary: the customer returned two photos and one actual sample. The photos and samples were examined and an additional needle product without shield inside the unit package was observed. A reviewed of the DHR for the assembled part was completed and there was no abnormality recorded during production of the affected an batches. Routine shield pull force passed the outgoing inspection. Based on the samples and photos the indicated failure mode could be observed. Needle product without shield could have come from the assembly process. There may be circumstances whereby the product which is closely ¿sandwiched¿ will move together with the other needle product in the conveyor path. Due to its light weight and pressure applied from the back, the needle product without shield may be loaded into the same blister pocket. Where there is extra part, it will not be seated properly in the pocket. There is a filling monitor to check for product out of pocket. There will be alarm and machine will stop, production technician is to check and clear the alarm and part but have failed to notice and remove the extra part.

Event description:
It was reported that bd precisionglide¿ needle stabbed through the package. This was discovered before use. The following information was provided by the initial reporter: user stabbing accident on needle through package.